Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt200 adult dual heated breathing circuit is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory limb of a rt200 adult dual heated breathing circuit was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed two small cuts in the expiratory limb. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the tubing appeared to be cut with a sharp object. All rt200 adult dual heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt200 circuit would have met the required specifications at the time of production. The user instructions that accompany the rt200 adult dual heated breathing circuit state: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Check all connections are tight before use.". "Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.".

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory limb of a rt200 adult dual heated breathing circuit was found cracked before patient use. There was no patient involvement.